Event description:
It was reported that, while in use on a patient, that the graphical user interface (gui) display on a 980 ventilator would intermittently go blank, and the device generated an exhalation flow sensor (evq) out of range error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported gui display issue. The se found a diagnostic code in the memory logs relevant to the reported evq issue and replaced the evq. The se also found a universal serial bus (usb) error diagnostic code in the memory logs and replaced the usb kit. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Bus (usb) flash drive was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and a usb diagnostic code was generated (serial number mismatch error). The serial number of the test ventilator was downloaded to the flash drive and the error was resolved. The cause of the usb error was noted to be electronic component failure of the usb flash drive. If information is provided in the future, a supplemental report will be issued.